Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to other/non-product experience. Additional information revealed that the lead was dislodged. Patient's anatomy was difficult and although the lead moved, capture was not affected. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
This left ventricular (lv) lead was explanted due to other/non-product experience. Additional information revealed that the lead was dislodged. Patient's anatomy was difficult and although the lead moved, capture was not affected. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.